Event description:
It was reported that on (B)(6) 2008: the patient presented with a preoperative diagnosis of c6-7 unilateral facet dislocation. The patient underwent the following procedures: open reduction of c6-7; posterior spinal fusion from c5-c7; segmental instrumentation from c5-c7 using vertex system; local bone graft, placement of rhbmp-2/acs and a competitor's product; bone marrow aspiration, right iliac crest. Per the op notes, following compression of c7 to c5 and decortication of the bone posteriorly, rhbmp-2/acs and competitors product were placed at these levels. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: 1. Open reduction of c6/c7. 2. Posterior spinal fusion from c5 to c7. 3. Segmental instrumentation from c5 to c7 using the a system. 4. Local bone graft, placement of rhbmp-2/acs and vitoss. 5. Bone marrow aspiration, right iliac crest; for pre-op diagnosis of: c6/c7 unilateral facet dislocation. Per-op notes: "..a 12-centimeter incision was made on the posterior aspect of the neck. The incision was carried down through the subcutaneous tissues with sharp dissection until the spinous processes were encountered. The facet dislocation was apparent on the left and we were unable to reduce just using manual traction. The pilot hole was drilled using a hand drill and four 12-millimeter screws were placed in the lateral masses, two on the left at c5 and c6 and two on the right at c5 and c6. Rod and caps were then placed into position. We then used the compressor to compress c7 to c5. An x-ray was then taken to show that the dislocation was adequately reduced and hardware in good position. We then decorticated the bone posteriorly and placed rhbmp-2 local bone graft, as well as the vitoss. The patient was then flipped supine on the bed once again and taken out of the mayfield headrest. He was transferred to the recovery room in stable condition.."